Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent right inguinal hernia repair surgery on (B)(6) 2017. It was reported that the patient underwent recurrent right inguinal hernia and bulging right inguinal canal floor on (B)(6) 2018 during which the surgeon noted weak and bulging canal floor, severe damage to the right ilioinguinal, iliohypogastric and genitofemoral nerves requiring complicated nerve excision, dense adhesions to the spermatic cord requiring partial removal of the failed mesh. It was reported that the patient underwent left groin exploration on (B)(6) 2018 during which the surgeon noted severe damage to the right ilioinguinal and iliohypogastric nerves requiring complicated nerve excision causing pain and complications. It was reported that the patient experienced severe bilateral inguinal pain, dense adhesions, permanent nerve damage, spermatic cord involvement, bilateral weak and bulging inguinal canal floor, permanent disfigurement and multiple neurectomies. It was previously reported that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. Other procedure is captured in a separate file. No additional information is provided.